Event description:
On (B)(6) 2022, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for the abdominal aortic aneurysm. During the procedure, the left renal artery was unintentionally covered by the trunk-ipsilateral leg endoprosthesis. According to the report, an attempt was made to deploy a stent graft in the left renal artery using the chimney technique. However, due to difficulty in cannulating into the left renal artery the chimney technique was abandoned and in order to reinforce the sealing on the proximal side, an additional stent graft was deployed to extend the device proximally. No specific treatment was performed for the observed type ii endoleak at that time. The patient tolerated the procedure. The physician stated that the device was pushed up a little during the deployment of ipsilateral leg of main body and contralateral leg, so the whole device might move up.

Manufacturer narrative:
(B)(4).